Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the introducer needle hard to remove. Customer blood glucose value was 5.7 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they did not receive medical treatment as a result of the needle fractured while still in the body. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer stated that the introducer needle is no longer in the body. The customer was advised the insulin pump will be replaced as per troubleshoot. The sensor will not be returned for analysis.